Manufacturer narrative:
Additional information is provided. A review of the manufacturing records for this lot number noted the product met specifications at the time of release. A review of confirmed complaints showed no trend for gas dissipating earlier than expected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that an ophthalmic gas bubble was instilled into a patient's eye during surgery. The gas bubble was not present at one-week post-op evaluation. A second procedure was performed to instill another gas bubble. Patient impact information is unknown.

Manufacturer narrative:
Additional patient information has not been available. The product directions for use (dfu) includes the note: do not use the contents after the expiration date printed on the cylinder label. The ophthalmic gas used by the customer was found to be expired however, whether the expired gas contributed to the reported event cannot be confirmed conclusively. Therefore, based on the information obtained, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(6).